Manufacturer narrative:
The device was evaluated by the MFR and the event as reported by the customer was duplicated. The handpiece exceeded the maximum allowed temperature. The worn bearings will cause friction, producing noise and heat. This device met specifications when it was released. There were no design changes, nonconformance documents, or reworks associated with the product in this complaint or within two weeks of its manufacture that could have contributed to the failure. The device was repaired and returned to the customer.

Event description:
It was reported that the drill was overheating during a procedure. The same device was used to complete the procedure. There was no medical intervention required and no delay in the procedure.